Manufacturer narrative:
H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the packaging sequence found that the operator must confirm the presence of seals on all edges of the pouch and confirm the s&n seal is on the end of the pouch opposite the chevron end. Inspect s&n seals for creases or wrinkles on the seal. Reject pouch if these defects are found. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during an arthroscopy, the sterile foil of the endobutton was not well affixed, the implant was non-sterile. The procedure was successfully completed without surgical delay. It unknown if there was a smith and nephew back up device available. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).